Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event. The UDI number is not known as the part and lot number were not provided. Literature attachment: article title "a failure case of hemostasis by proglide¿.

Event description:
A japanese article was received which reported a case of a perclose foot break after an ablation procedure. The broken foot was left in the blood vessel and moved into the peripheral vessel. No adverse events [flow disturbances/ embolism symptoms] were observed in this case. Hemostasis was achieved with manual compression. Details are listed in the attached article, titled "a failure case of hemostasis by proglide".

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b2: correction. "Other serious" was inadvertently selected on the initial report.